Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: balloon did not inflate at first and piece of dissection balloon (plastic) broke off into pt. Surgeon retrieved the piece and was able to finally get balloon to inflate. Balloon eventually inflated. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt.